Event description:
It was later reported that the patient had continued to have ongoing infection issues for some time. The patient has been on antibiotics and was noted to have almost completely recovered. It was stated that no drainage or visual infection was noticed. No additional relevant information has been received to date.

Event description:
The surgeon's office reported that the patient's vns system was fully explanted due to extrusion of the lead and infection. The extrusion happened after the patient rubbed his neck area with a towel, partially extracting the lead. The infection originally presented as redness and spread from the neck area to the generator site. The patient insisted on device removal after antibiotics did not resolve his infection. No additional information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported events have been determined as not related to vns therapy, because they are related to vns surgery.

Event description:
It was reported that a patient had an infection and their device was extruding out of their neck. The extrusion was related to the infection. It was reported that this had been occurring since the patient's implant. The patient was referred for complete system removal. Generator and lead production history records were reviewed and sterilization for both products was confirmed. No relevant surgical intervention has been reported to have occurred to date. No additional information has been received to date.